Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 13 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 13 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 13 devices: product disposition is not yet determined. Additional information: 13 devices were labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 13 events for the failure: fracture. - 1 event had insufficient information. - 12 events had no health consequences or impact.